Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings which resulted in early sensor retirement. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value a. (B)(6) 2025 5:35 am; sg 50 mg/dl, bg 156 mg/dl; 30 minutes later sg 50 mg/dl , trendarrow straight, customer did nothing that would influence blood glucose b. (B(6) 2025 6:55 am sg 50 mg/dl, bg 139 mg/dl; 30 minutes later sg 50 mg/dl, trendarrow straight, customer did nothing that would influence blood glucose c. (B)(6) 2025 7:58 am; sg 50 mg/dl, bg 114mg/dl; 30 minutes later sg 50 mg/dl, trendarrow straight, customer did nothing that would influence blood glucose d. (B)(6) 2025 8:56; sg 50 mg/dl, bg 125mg/dl; 30 minutes later sg 50 mg/dl, trendarrow straight, customer did nothing that would influence blood glucose a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The customer opted not to escalate the issue immediately, as a new sensor was scheduled to be provided in two weeks. A review of the dms confirmed system instability.in an associated case where user received early sensor replacement alert,the root cause of the system instability was linked to the reported failure mode.no further investigation was found necessary for this complaint.the user was already scheduled to receive a new sensor, thus no RMA was issued. B4.date of this report 25 august 2025. G3.date received by the manufacturer? 25 august 2025. H6. Health effect -impact code updated to 2199. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.